Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly,the visibility was not clear. The surgeon used another scope to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
8/4/97-supplemental report #1 submitted to FDA.